Manufacturer narrative:
During surgery the container was opened and the customer realized that the filter holder has fallen into the container. So sterility was not sure. The container lid is in a used condition, several scratches are visible. The retention plates are also used, but no severe damage can be identified. The products were analyzed visually and several function test were carried out. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Recreated the described error, but the retention plates, so we can exclude a production or material caused error. Most likely the retention plate was not assembled probably during the mounting. According to sop sa-de13-m-4-2-01-010 a CAPA is not necessary. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Upon opening of sterilized container for orthopedic procedure, it was noticed that the filter holder had fallen into the container; sterility could not be assured. Additional instrument set had to be obtained which resulted in delay of approximately 30 minutes with patient under anesthesia. Additional component involved: (B)(4) / full-size lid w/retention plate silver - medwatch report filed on this component : 2916714-2016-00155.